Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced a bent cannula within three or more hours after insertion on (B)(6) 2026. The infusion set had been in use for two days. The patient was admitted to the ICU due to hyperglycemia. The blood glucose level was reported to be 685 mg/dl, and the ketone level was 3 mmol/l. The patient received treatment with IV fluids, including saline, along with IV insulin. The patient was released from the hospital on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.